Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead and right ventricular (rv) lead it was suspected that the leads were swapped in the header. A revision procedure was scheduled for a later time. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.